Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : the DHR analysis of the batch indicated shows an initial conformance of this product with regards to its specification. For this batch, there was no deviation or non-conformance.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Depuy synthes has been informed that the catalog number and lot number is not available.

Event description:
Patient was revised to address dislocation. Trunionosis and metal debris were also noted.

Event description:
After review of medical records, the patient was revised to address pain, metallosis/trunnionosis, recurrent dislocations and elevated metal ions. Revision notes reported a large pseudocapsule consistent with metallosis/trunnionosis, extensive tissue necrosis was encountered and scar tissues were circumferentially debrided and significant damage to the hip abductors. It was also stated that the patient sustained 4 dislocations in the course of the last 6 weeks. Metal ion levels were above 7 ppb. Doi: (B)(6) 2009; dor: (B)(6) 2017; right hip

Manufacturer narrative:
(B)(4).

Event description:
Update sep 12, 2017: litigation record received. Litigation alleges pain grinding of her hip joint, clicking, popping, pain, difficulty walking, instability, physical limitations, infection and elevated cobalt and chromium levels in the blood. There are no medical records provided. Added complainant information. This complaint was updated on oct 09, 2017.

Manufacturer narrative:
Patient was revised to address dislocation. Trunionosis and metal debris were also noted. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.